Manufacturer narrative:
The device was received with the cannula deployed. A hazard alarm was generated, indicating a rotational sensor error. The rotational sensor springs were biased inwards. This finding is consistent with a rotational sensor error; however, it could not be definitively determined if this finding caused the hazard alarm. Evidence of corrosion was found inside the pod on the mechanism rail. The source of corrosion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) levels reached 260 mg/dl after the pod alarmed. A new pod was successfully applied.